Event description:
An impella cp was inserted via the femoral artery to support the 58-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on extra corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. The pump was supporting when after there was chest bleeding from the surgical site they returned to the operating suite for care. Anticoagulation necessary for the pump placement and support can contribute to bleeding. On the day after implant the patient began to experience ventricular tachycardia (vt). The vt prompted the team to reposition the pump and with repositioning 1cm the vt resolved. The cause of the vt was not confirmed. The following day the team explanted the pump and left the patient on the ECMO support alone. The patient has survived both the surgical site bleed and vt.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Manufacturer narrative:
6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.